Event description:
A customer contacted global technical service (gts) regarding an unknown alarm during use on the homechoice (hc). The home patient (hp) was connected. The hp said she had an alarm and cycled power. The patient was currently in prime. The technical service representative (tsr) reviewed the alarm log. The log showed a system error 2240 and a system error 2367. The technical service representative (tsr) explained the alarm. The hp was asleep when they had the alarm. The clamps were then closed and the hp did not disconnect during therapy. There were no leaks and the tsr assisted to retrieve the cassette and advised to let the registered nurse (rn) know about the alarm. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The nurse stated that she did not recall this specific event. She stated that proper procedures have been reviewed with the patient many times since then. She stated that she saw the patient yesterday and she stated that the patient has been doing fine. There was patient involvement but no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Upon further review of the complaint file, it was determined that a reuse of a single-use product did not occur. Therefore, no further investigation will be performed.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Further clarification from global technical services (gts) indicates that the patient did re-use single use supplies as a result of them cycling power while staying connected to the homechoice (hc) machine. Additional information: this report for the patient re-using single use supplies was confirmed, based on the information gathered during baxter?s investigation. However, the root cause of the report was undetermined since it is uncertain why the patient had the use error. The label review found the labeling adequate for the prevention of the use error in this complaint.